Manufacturer narrative:
As reported in a research article, contrasting the performance of a surgeon-fashioned extracellular matrix cylindrical tricuspid valve versus a mechanical valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature review: contrasting the performance of a surgeon-fashioned extracellular matrix cylindrical tricuspid valve versus a mechanical valve.

Event description:
The article, "contrasting the performance of a surgeon-fashioned extracellular matrix cylindrical tricuspid valve versus a mechanical valve", was reviewed. The article presented a case study of a 5-year-old male patient. It was reported that on an unknown date, a 15mm st. Jude masters mechanical valve was chosen for mitral valve replacement. On an unknown date, the patient exhibited symptoms of heart failure and an echocardiogram noted mitral valve gradient of 8mmhg with trivial cleaning jets and increased atrial dilation. A decision was made to perform double valve replacement. The 15mm masters mitral valve was replaced with a 21mm st. Jude masters mechanical valve and the patient's bioprosthetic tricuspid valve was replaced with a 23mm st. Jude masters mechanical valve. Three months post-intervention during a follow-up echo, it was noted the 23mm st. Jude masters mechanical valve had an immobilized leaflet with moderate tricuspid regurgitation but remained asymptomatic. The patient was admitted and given tissue plasminogen activator (tpa) but ultimately required redo-tricuspid valve replacement on hospital day 44. Patient was discharged on post-intervention day 18. [(B)(6)].